Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's insulin delivery had stopped, cause was unknown. Additionally, the customer experienced difficulty resuming insulin therapy. There was no reported adverse impact to the customer¿s blood glucose. No additional information was provided. The customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.